Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy 100 device, it came to fail nurse call test and the device's interface board will need to be replaced. Additionally, the device failed the active exhalation proportional valve open test, and the active exhalation control module will need to be replaced. In addition, the device's rubber feet, sd card slot/cover/foam gasket, and cord retainer are missing or broken, therefore the feet, active porting block, and power cord clamp have been replaced. Due to exterior damage, the front enclosure and the rear enclosure including rear case seam gasket have been replaced. The base enclosure including the warning label has been replaced due to damage. Repair is contingent upon the customer's approval. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.